Manufacturer narrative:
The product was discarded and is unavailable for manufacturer analysis. No lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by the patient's online retailer, lenstore, as reported to them by the patient, and limited information has been made available. According to the information provided, the patient reports an infection in the right eye, accompanied by redness and soreness. The patient states that they sought medical attention at an unspecified location and were prescribed unidentified eye drops for the infection. The patient reports that symptoms are gradually improving. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged eye infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infection events. Should further information become available, a follow-up report will be submitted as appropriate.